Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient (age and gender unknown) the device was unable to obtain an ECG signal via leads or defib electrodes. Complainant indicated that the patient had hypostasis upon arrival and was deceased.